Event description:
Consumer called to report meter is very inaccurate. Analysis run on consensus error grid (ceg) using mean reading (275) as reference point vs. Bd readings (500, 50) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.